Event description:
Healthcare professional reported rupture of the right device diagnosed by an ultrasound. Device remains implanted.

Manufacturer narrative:
Explant date is in the future. Device has not been explanted. Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:2022. Visual analysis of the photographs identified one extended opening and red particle material on the shell/gel. Unable to confirm whether the device is received complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.